Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8709 lot# j10962r17 implanted: (B)(6) 2002 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 11.9 mg/ml dilaudid at a dose of 5.7 mg/day, 714.5 mcg/ml clonidine at a dose of 347 mcg/day, and 11.9 mg/ml bupivacaine at a dose of 5.7 mg/day via an implantable pump for non-malignant pain. It was reported that the patient experienced underdose symptoms including increased pain. The patient also had a computed tomography (CT) scan of the spine that showed that the catheter was fractured near the anchor in the spinal pocket. A catheter revision was performed. Upon opening the spine pocket, it showed that the catheter was severed. They were unable to find the catheter piece that was distal to the anchor. A new catheter was used and a new spinal segment was placed and connected to the existing portion of the catheter. The environmental, external, or patient factors that may have led or contributed to the issue were stated as not applicable. The event date was stated as (B)(6) 2017-unknown. The issue was resolved and the patient status was alive with no injury. The patient¿s weight and medical history were asked and would not be made available. There were no further complications reported or anticipated.